Event description:
Bayer case number: (B)(4) migration of left essure towards the uterus [device dislocation] , recurring metrorrhagia [metrorrhagia] , significant muscle pain for over a year [muscle pain], myxoma measuring more than 30 mm in my left atrium [myxoma] , swelling on the optic nerve of my left eye that has developed irregularly [optic disc swelling] , I had a stage 3/4 prolapsed bladder [bladder prolapse] , cystocele repair [cystocele repair], suspected neurodegenerative disease [neurodegenerative disorder] , memory loss [memory loss] , dizziness [dizziness], tiredness [tiredness], cystocele repair [cystocele repair] , syncope [syncope] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("migration of left essure towards the uterus") in a female patient who had essure inserted (lot no. 709956) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2019 she experienced intermenstrual bleeding ("recurring metrorrhagia") and myalgia ("significant muscle pain for over a year"). On (B)(6) 2019 she experienced device dislocation (seriousness criterion intervention required). On unknown date she experienced pseudopapilloedema ("swelling on the optic nerve of my left eye that has developed irregularly"), cystocele ("I had a stage 3/4 prolapsed bladder"), neurodegenerative disorder ("suspected neurodegenerative disease"), amnesia ("memory loss"), dizziness ("dizziness"), fatigue ("tiredness") and syncope ("syncope"), was found to have myxoma ("myxoma measuring more than 30 mm in my left atrium") and underwent a first cystocele repair ("cystocele repair") and a second cystocele repair ("cystocele repair"). The patient was treated with surgery (hysterectomy and open heart surgery). On (B)(6) 2019, device dislocation had resolved. Essure was removed on (B)(6) 2019. At the time of the report, the intermenstrual bleeding had resolved and the myalgia, myxoma, pseudopapilloedema, cystocele, latest episode of cystocele repair, neurodegenerative disorder, amnesia, dizziness, fatigue and syncope had not resolved. The reporter considered amnesia, cystocele, the first episode of cystocele repair, the second episode of cystocele repair, device dislocation, dizziness, fatigue, intermenstrual bleeding, myalgia, myxoma, neurodegenerative disorder, pseudopapilloedema and syncope to be related to essure administration. The reporter commented: nothing was found on the examination and my general practitioner (gp) concluded that the symptoms I was describing must be down to the metals present in the essure device I still have all of these symptoms. In any case, after all of the health issues I've had, the french public health insurance system put me on disability leave category two in (B)(6) 2023. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Migration of left essure towards the uterus [device dislocation]. Recurring metrorrhagia [metrorrhagia]. Significant muscle pain for over a year [muscle pain]. Myxoma measuring more than 30 mm in my left atrium [myxoma]. Swelling on the optic nerve of my left eye that has developed irregularly [optic disc swelling]. I had a stage 3/4 prolapsed bladder [bladder prolapse]. Cystocele repair [cystocele repair] suspected neurodegenerative disease [neurodegenerative disorder]. Memory loss [memory loss]. Dizziness [dizziness]. Tiredness [tiredness] . Cystocele repair [cystocele repair]. Syncope [syncope]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2025. The most recent information was received on 16-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("migration of left essure towards the uterus") in a female patient who had essure inserted (lot no. 709956) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 28-jul-2010, the patient had essure inserted. In march 2019 she experienced intermenstrual bleeding ("recurring metrorrhagia") and myalgia ("significant muscle pain for over a year"). On (B)(6) 2019 she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2019. On unknown date she experienced pseudopapilloedema ("swelling on the optic nerve of my left eye that has developed irregularly"), cystocele ("I had a stage 3/4 prolapsed bladder"), neurodegenerative disorder ("suspected neurodegenerative disease"), amnesia ("memory loss"), dizziness ("dizziness"), fatigue ("tiredness") and syncope ("syncope"), was found to have myxoma ("myxoma measuring more than 30 mm in my left atrium") and underwent a first cystocele repair ("cystocele repair") and a second cystocele repair ("cystocele repair"). The patient was treated with surgery (hysterectomy and openheart surgery). On (B)(6) 2019, device dislocation had resolved. At the time of the report, the intermenstrual bleeding had resolved and the myalgia, myxoma, pseudopapilloedema, cystocele, latest episode of cystocele repair, neurodegenerative disorder, amnesia, dizziness, fatigue and syncope had not resolved. The reporter considered amnesia, cystocele, the first episode of cystocele repair, the second episode of cystocele repair, device dislocation, dizziness, fatigue, intermenstrual bleeding, myalgia, myxoma, neurodegenerative disorder, pseudopapilloedema and syncope to be related to essure administration. The reporter commented: nothing was found on the examination and my general practitioner (gp) concluded that the symptoms I was describing must be down to the metals present in the essure device I still have all of these symptoms. In any case, after all of the health issues I've had, (B)(6) put me on disability leave category two in (B)(6) 2023. Batch number 709955, manufacture date 2010-02-01, expiration date (B)(6) 2013. Batch number 709956, manufacture date 2010-02-28, expiration date (B)(6) 2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-aug-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number (B)(4). Migration of left essure towards the uterus [device dislocation] recurring metrorrhagia [metrorrhagia] significant muscle pain for over a year [muscle pain] myxoma measuring more than 30 mm in my left atrium [myxoma] swelling on the optic nerve of my left eye that has developed irregularly [optic disc swelling] I had a stage 3/4 prolapsed bladder [bladder prolapse] cystocele repair [cystocele repair] suspected neurodegenerative disease [neurodegenerative disorder] memory loss [memory loss] dizziness [dizziness] tiredness [tiredness] cystocele repair [cystocele repair] syncope [syncope]. Case narrative: the below report was received by health authority ansm (reference number: r2517646) on 09-jul-2025. The most recent information was received on 25-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("migration of left essure towards the uterus") in a female patient who had essure inserted (lot no. 709955) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2019 she experienced intermenstrual bleeding ("recurring metrorrhagia") and myalgia ("significant muscle pain for over a year"). On (B)(6) 2019 she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2019. On unknown date she experienced pseudopapilloedema ("swelling on the optic nerve of my left eye that has developed irregularly"), cystocele ("I had a stage 3/4 prolapsed bladder"), neurodegenerative disorder ("suspected neurodegenerative disease"), amnesia ("memory loss"), dizziness ("dizziness"), fatigue ("tiredness") and syncope ("syncope"), was found to have myxoma ("myxoma measuring more than 30 mm in my left atrium") and underwent a first cystocele repair ("cystocele repair") and a second cystocele repair ("cystocele repair"). The patient was treated with surgery (hysterectomy and open heart surgery). On (B)(6) 2019, device dislocation had resolved. At the time of the report, the intermenstrual bleeding had resolved and the myalgia, myxoma, pseudopapilloedema, cystocele, latest episode of cystocele repair, neurodegenerative disorder, amnesia, dizziness, fatigue and syncope had not resolved. The reporter considered amnesia, cystocele, the first episode of cystocele repair, the second episode of cystocele repair, device dislocation, dizziness, fatigue, intermenstrual bleeding, myalgia, myxoma, neurodegenerative disorder, pseudopapilloedema and syncope to be related to essure administration. The reporter commented: nothing was found on the examination and my general practitioner (gp) concluded that the symptoms I was describing must be down to the metals present in the essure device I still have all of these symptoms. In any case, after all of the health issues I've had, the french public health insurance system put me on disability leave category two in april 2023. Batch number 709955, manufacture date 2010-02-01, expiration date 2013-02-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jul-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.